Event description:
It was reported by the user facility that the core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The technician was able to duplicate the reported event and noted that the motor assembly was corroded.